Manufacturer narrative:
The hospital biomedical engineer evaluated the device and was unable to duplicate the reported issue as the synchronized cardioversion output was within tolerance.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when testing the synchronized cardioversion function of their device, he observed a 67-70 millisecond delay. There was no patient use associated with the reported event. Physio-control has concluded that a sync delay exceeding 60 milliseconds may deliver the energy on the t-wave which could cause a patient to go into ventricular fibrillation.